Manufacturer narrative:
Concomitant products: dtba1d1 crt-d, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department following a syncopal event. The right atrial (ra) lead exhibited far-field r wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.